Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical product: tendril st - unknown date.

Event description:
Related manufacturer reference number:2017865-2019-09167. The following was reported through the heart rhythm journal article in an article titled ¿detection of high frequency artifact as a function of pulse generator algorithms and outer-insulation material¿ on 15 february 2019. It was reported that the tendril st leads and tendril sts leads exhibited oversensing noise, low impedance, clavicular crush, insulation damage, failure to sense, and myopotential oversensing. Because of these issues, the patients experienced either syncope, inappropriate high voltage therapy because of the tendril lead being used as their pace-sense lead. The lead issues were resolved with lead revision procedure. (Narui, ryohsuke et al. Heart rhythm, volume 0, issue 0, https://doi.org/10.1016/j.hrthm.2019.05.020).